Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is event 2 of 3 of the same event. It was reported that during an ear nose and throat surgical procedure, it was observed that a motor device and two attachment device were overheating while in use together. There were no delays to the surgical procedure as spare identical devices were available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had liquid coming out of the connector and the flex circuit, motor and top end were heavily corroded, which caused heat. Therefore, the reported condition was confirmed. It was determined that this was indicative of not following the emersion / sterilization procedures properly. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.